Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qhmjdr / y923h06, and no non-conformances related to the reported complaint condition were identified. The device is not being returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the suture snapped 3 times during the procedure. Note: events for intra-op breakage reported via mw # 2210968-2021-01760, 2210968-2021-01762; event for post-op breakage reported via mw# 2210968-2021-01757.

Event description:
It was reported that an animal underwent spay procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke.